Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a radial artline/transducer set was continuously leaking blood right below the septum. No patient injury to report. A new set was used to finish the hemodynamic monitoring for the adult patient.